Manufacturer narrative:
While exiting doorway the right rear wheel clipped a doorway resulting in wheel coming off and patient falling out of chair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
While exiting doorway the right rear wheel clipped a doorway resulting in wheel coming off and patient falling out of chair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).